Event description:
It was reported the 3.0x28mm xience proa stent delivery system met resistance when attempting to advance over the guide wire. Another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Device analysis identified the distal balloon marker was dislodged 1mm distal to the end of the distal stent implant and the proximal balloon marker was dislodged 4.5cm distal to the end of the proximal stent implant. Additionally, the inner member was separated (not in two separate pieces) 8mm distal to the guide wire exit notch for a length of 5.5mm.

Manufacturer narrative:
The device was returned for analysis with the proximal and distal balloon markers dislodged and the inner member separated. The reported difficulty to advance could not be confirmed due to the condition the device was received for testing. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position (guidewire). The noted proximal and distal balloon markers dislodged and the inner member separated are likely due to handling and/or manipulation of the device during the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.